Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiopulmonary arrest and subsequently expired. This event is alleged to have been caused by the product naturalyte and/or granuflo that was administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.